Manufacturer narrative:
Batch review performed on 14 september 2020, lot: 183630: (B)(4) items manufactured and released on (B)(6) 2018. Expiration date: 2023-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had signs of infection and the pathogen was staphylococcus aureus. The surgeon revised the liner and the surgery was completed successfully. This is the third surgery for infection on this patient. The primary surgery was on (B)(6) 2020.